Event description:
It was reported that, during a procedure, the device shaft was damaged while using on the patient. It was stated that it was an insulation damage issue. The staff noticed a crack along the shaft where it enters the white handle/head of the ligasure. The ligasure was broke completely about halfway through the case and said he wasn't putting any excessive torque on the device or shaft. There was no any piece of the device fully detach off during the procedure. Another ligasure device was used successfully with this generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.